Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during last cycle. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp stated the machine alarmed in the morning at the end of therapy. The hp was connected to the machine. The hp disconnected and powered the machine off. The hp had cycled the machine and was at end of therapy. The hp completed end of therapy. The technical service representative (tsr) reviewed the alarm log. The hc had a se 2240. The tsr explained the alarm and advised the hp to let the nurse (rn) know about the air detected alarm. The hp understood. The hp advised the hp to call operational support when the alarms occur. The alarm cleared by the hp. Global product surveillance (ps) contacted hp on (B)(6) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp did not have any medical issues or injuries due to the reported problem. The pdrn stated that the hp was continuing with therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) alarm could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.